Event description:
Pt complained of right leg pain running down to her big toe immediately post operatively. A post-operative CT scan showed that one of the three ifuse implants had broached the sacral ala. There was a small fracture of the ala and the l5 transverse process. A small bone fragment was in the vicinity of the right l5 nerve root. The pt was referred to an orthopedic spine surgeon for a second opinion. It was recommended that pt wait for the bone fragment to reabsorb prior to taking any further action. The pt's symptoms did not improve. The pt had a second CT scan in (B)(6) 2012 (approx 5 months post-op). The scan showed that the bone fragment did not reabsorb. On (B)(6) 2012, the proximal ifuse implant was removed. A flexible osteotome was used to loosen the implant. The implant came out without difficulty. No bone graft was placed in the hole. Post operatively the leg pain did not improve. On (B)(6) 2012, an anterior l5 nerve decompression was performed. No lumber fusion was performed in conjunction with the decompression. The surgeon reported that post operatively the pt's leg pain is completely resolved.

Manufacturer narrative:
Based upon the complaint info and investigation, root cause for the revision surgery was incorrect placement of the implant. Late report of this adverse event is addressed under CAPA# (B)(4).